Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 600 mcg/day via an implantable pump. The indication for use was not reported. It was reported the patient's pump was alarming with the critical alarm sound. The physician interrogated the pump on (B)(6) 2019 to discover an alert that the pump was in a rotor stall. The patient had not been exposed to an MRI or any such influencing fields. The only drug used was lioresal, which was indicated for use. There were no environmental, external or patient factors reported that might have led or contributed to the event. A rotor study x-ray on (B)(6) 2019 determined the rotors were not moving and was consistent with the rotor stall alarm. The patient was admitted and managed with oral baclofen and benzodiazepines as per clinical reference guide recommendations. The pump replaced with a new 40ml pump. No additional interventions were taken. The pump would be returned to the device manufacturer. The issue was not resolved. Information regarding the patient¿s weight, medical history, and other medications was unavailable. No further complications were reported.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.